Event description:
Additional information received noting that the patient was seen in clinic recently and high impedance was observed again.

Event description:
It was reported that the patient's vns was interrogated and the impedance was high (just over 5300 ohms). Diagnostics were performed and the impedance was within normal limits (just under 5000 ohms). The patient also reported pain in the face when the vns was stimulating. Based on the information received to date, it appears likely that the high impedance is related to the m1000 generator increased impedance trend; however, there is insufficient data to conclude that the high impedance is solely due to the firmware/ software. Attempts have been made for further information; no additional relevant information has been received to date. No known surgical intervention has occurred to date.